Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 12:15pm, the patient alleged the issue first occurred. The patient reported she uses unknown self adjusting insulin to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported 30 minutes after the alleged issue started, she felt "lethargic, sweaty, and urinating dark orange colors." It is unclear if the patient attributes these symptoms to high or low blood glucose. The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted that the meter does not power on when the power button is pressed, also does not turn on when a new test strip is inserted. The cca confirmed the subject meter battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. After pa replaced the battery, the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.